Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with elevated iop, significant reduction of irido-corneal angles and shallowing of the ac, accompanied by a throbbing headache. An anterior chamber paracentesis was performed, and on the same day but different surgery the lens was exchanged for a shorter length lens and the problem resolved. Cause of the event was reported as unknown.